Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The bench repair tech (brt) reported that the speaker had no audio. The device was not in use at the time of the event. No adverse event involving a patient was reported.